Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report (meeting presentation) from the (B)(6) of encapsulating peritoneal sclerosis(eps) in a patient subsequent to icodextrin (extraneal) therapy. On an unreported date, the patient began pd with extraneal for treatment of end stage renal disease (esrd) caused by chronic glomerulonephritis. The patient received pd over 186 months. On an unreported date the patient was diagnosed with esp. Diagnosis followed clinical symptoms of abdominal pain, nausea and vomiting (duration not reported) and confirmed with a CT scan. The pd was discontinued. Treatment for the eps included adhesiolysis and prednisolone 1 mg/kg. No additional clinical data or treatment plan was reported. This is one of eight reports from the same reporter. The outcome of this event was not reported.

Manufacturer narrative:
(B)(4). Additional information was received by global pharmacovigilance on (B)(6) 2012. The patient was switched to hemodialysis and then underwent a kidney transplantation. According to the reporter, it's unknown if the event of eps was related to the icodextrin therapy. There was no report of peritonitis associated with this patient.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, suspect medical device info and manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This is one of eight reports from the same reporter.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.